Manufacturer narrative:
A 9-year-old female patient had to be revised, since the implanted humerus stem had fractured after an implantation time of approx. 3,5 years. No explants or intraoperative images were provided for visual inspection. The manufacturing documentation and instructions for use were reviewed. These documents do not reveal any abnormalities. It should be noted that for safety reasons, the tam should only be fully loaded up to a patient weight of 40 kg. The patient's weight is 36 kg and thus below the weight limit. The provided xray image shows the situation of the fractured implant. A dent is visible on the lateral side which suggests that a force fracture may have occurred. Further abnormalities are not visible. Overall, it was not possible to determine a technical root cause for the fractured stem based on the information available.

Event description:
The following event was reported to implantcast gmbh: "this patient went to the ER yesterday with pain without antecedent trauma and was found to have a broken stem (mom took photos of the xrays, attahced). She got casted yesterday, but we will have to add a new stem to the order. "

Event description:
The following event was reported to implantcast gmbh: "this patient went to the emergency room yesterday with pain without antecedent trauma and was found to have a broken stem (mom took photos of the xrays). She got casted yesterday, but we will have to add a new stem to the order. "

Manufacturer narrative:
A 9-year-old female patient had to be revised, since the implanted humerus stem had fractured after an implantation time of approx. 3,5 years. No explants or intraoperative images were provided for visual inspection. The manufacturing documentation and instructions for use were reviewed. These documents do not reveal any abnormalities. It should be noted that for safety reasons, the tam should only be fully loaded up to a patient weight of 40 kg. The patient's weight is 36 kg and thus below the weight limit. The provided xray image shows the situation of the fractured implant. A dent is visible on the lateral side which suggests that a force fracture may have occurred. Further abnormalities are not visible. Overall, it was not possible to determine a technical root cause for the fractured stem based on the information available.